Manufacturer narrative:
As reported, the echo ps positioning system is being returned for evaluation. However, at this time has not been received. Based on the information available, it is unclear as to what may have caused the reported event and no conclusion can be made at this time. There was no patient injury reported. A review of manufacturing records was performed and found that product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of 236 units released for distribution in december, 2019. The instructions-for-use supplied with the device states: "visualization should be maintained throughout the course of the entire procedure. Additionally, laparoscopic removal of the echo ps¿ positioning system must be performed under sufficient visualization of the entire device and surrounding anatomy to ensure proper removal. To deflate the echo ps¿ positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube. Begin removal of the echo ps¿ positioning system by grasping one of the two removal points marked by the dark arrows adjacent to the bard® logo. Begin pulling the positioning system off the mesh in one smooth motion. Continue removing the echo ps¿ positioning system by pulling it up to the tip of the trocar. Remove both the echo ps¿ positioning system and trocar simultaneously." If/when the sample is received and evaluated, a supplemental emdr will be submitted.

Event description:
The following was reported via maude event report (mw5095359): ¿ventralight st mesh with echo ps positioning system blue deployment cord broke while being removed causing yellow anchor to fall into abdomen. Yellow anchor removed at end of procedure. Mesh was implanted. FDA safety report ID#: (B)(4).¿

Manufacturer narrative:
As reported, the echo ps positioning system is being returned for evaluation. However, at this time has not been received. Based on the information available, it is unclear as to what may have caused the reported event and no conclusion can be made at this time. There was no patient injury reported. A review of manufacturing records was performed and found that product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in december, 2019. The instructions-for-use supplied with the device states: "visualization should be maintained throughout the course of the entire procedure. Additionally, laparoscopic removal of the echo ps¿ positioning system must be performed under sufficient visualization of the entire device and surrounding anatomy to ensure proper removal. To deflate the echo ps¿ positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube. Begin removal of the echo ps¿ positioning system by grasping one of the two removal points marked by the dark arrows adjacent to the bard® logo. Begin pulling the positioning system off the mesh in one smooth motion. Continue removing the echo ps¿ positioning system by pulling it up to the tip of the trocar. Remove both the echo ps¿ positioning system and trocar simultaneously". Addendum: this is an addendum to the initial emdr. This supplemental emdr is submitted to report the results of sample evaluation. Sample evaluation confirms that the inflation tube broke inside and below the yellow anchor, which caused the detachment of the yellow anchor from the inflation tube. The evaluation found no manufacturing anomalies that may have contributed to the event. There were no areas found showing any contact with instruments in use (grasper, suture passer). Based on the limited information provided and sample evaluation a definitive conclusion cannot be made. It is unknown if the user experienced any resistance or if the anchor became restricted which would have resulted in the need to apply more force to pull the tube through the defect. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported via maude event report (mw5095359): ¿ventralight st mesh with echo ps positioning system blue deployment cord broke while being removed causing yellow anchor to fall into abdomen. Yellow anchor removed at end of procedure. Mesh was implanted. FDA safety report ID#: (B)(4).¿